Event description:
It was reported by the customer that a pyxis medstation es system had half height cubie's lid not opening. The customer reported that user was able to remove the medications from another station and there was delay in dispensing medication to a patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 full height pocket e3 was faulty. The field service engineer removed pen from under the pocket and force released pocket. Therefore, manually opened the lid to remove the medication and moved it to another location. The system functioned as intended after the field service engineer troubleshooted the device.